Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2017-00240, 3005334138-2017-00241, 2182269-2017-00146, 3005334138-2017-00242, 2030404-2017-00052. During a pulmonary vein isolation procedure, a pericardial effusion occurred. When the sheath and dilator were inserted into the left atrium via the guidewire following transseptal, the dilator tip advanced into the left atrium but the sheath tip did not advance at the foramen ovale. A gap was noted between the sheath tip and the dilator tip upon removal from the patient. The sheath set was replaced and the procedure continued. During ablation, the patient became hypotensive and an echocardiography and ultrasound revealed a pericardial effusion in the right atrium. After completing the radiofrequency ablation, a pericardiocentesis was performed to stabilize the patient.